Manufacturer narrative:
It has been confirmed that the complaint catheter has been discarded by the customer and will not be returned for investigation. However, based on the complaint description it is likely that either saline solution contamination of the tab flex or incomplete insertion was the cause. Use care to ensure catheter connector is fully engaged into swiftlink before locking down and ensure no fluids get into catheter/swiftlink connection area.

Event description:
It is reported that the catheter was not recognized and could not map with them. The catheter x2 and switched us machines and issue resolved. Asd closure. As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery.